Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and confirmed that reagent probes a and b leaked at the collar wash vacuum valve during washing. The fse replaced collar wash vacuum valve to resolve the issue. (B)(4).

Event description:
The customer stated their unicel dxc 660i sychron access clinical chemistry system generated quality control failure. Upon troubleshooting, the customer found the instrument leaked approximately 20 milliliter of unknown fluid underneath reagent probe a and reagent probe b. The leak was contained within the instrument. The operator wore gloves and a lab coat when troubleshooting and cleaning the leak with gauze pads. No one was injured. No one came into contact with the fluid. No erroneous results were generated.